Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the associated device was unable to detect these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during incoming inspection, the associated device displayed "12 c op error" and "check CPR puck" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections b5 and h6: medical device problem code. Evaluation results: the customer's report was duplicated and attributed to the electrodes. The electrodes have been scrapped. Analysis of reports of this type has not identified an increase in trend. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact. The error messages received would not impact the device's ability to deliver therapy.